Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 4 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient¿s cgm was reading 100 mg/dl. The patient was wearing an omnipod insulin pump. The patient was not having any symptoms until she had a seizure. The patient¿s husband called 911. Once emergency medical service (ems) arrived, the patient¿s bg via fingerstick was 30 mg/dl. Ems treated the patient with a glucagon injection and a sedative. The patient was then transported to the hospital. The patient was admitted to the intensive care unit for 3 days and was in a regular hospital room for an additional 2 days. The patient was treated with insulin, sedatives, and painkillers while hospitalized. Once the patient was stabilized, she was discharged home on (B)(6) 2023. The patient was discharged with prescriptions for ondansetron and excedrin migraine. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.